Event description:
Allegedly revised due to unknown reasons at this time.

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01615, 01617, 01618. This event occurred in the (B)(6).